Manufacturer narrative:
Date of event is estimated. An inoperable implant due to possibly not charging the device was reported to abbott, but could not be confirmed. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. The patient did not recharge the ipg as recommended rendering the ipg inoperable. The ipg was replaced resolving the issue. Effective therapy was restored post-op.